Event description:
On 10/29/2021, it was reported by a sales representative via e-mail that an ar-9560-24-4 and ar-9561-35s baseplate broke off, leaving screw inside of the patient. The surgeon was able to remove the fragment. This was discovered during a procedure on (B)(6) 2021. The case was completed by using a new ar-9560-24-4 and ar-9561-35s. Additional information provided 10/29/2021: procedure being performed was a reverse total shoulder. The broken screw was removed from the patient. Bone quality of the patient was good. The 35mm tap was used to prepare the bone socket. The case was completed by using the 4.0 hex driver from mgs 2 to remove the screw. We opened a new baseplate and central screw (downsized to 30mm) and were able to successfully complete the case.

Manufacturer narrative:
Complaint confirmed, the ar-9560-24-4 and mating ar-9561-35s did not mate. Nothing broke off from the devices. The hex features were found to be damaged, indicating the devices were attempted to be assembled while they were not aligned.